Event description:
It was reported that the patient with an existing sling implanted was brought to the operating room to implant this artificial urinary sphincter (aus). Once final connections were made, a routine cycle was attempted; it was noted that the aus did not cycle. When the physician tried to cycle the pump, it stayed compressed with no fluid movement. The pump was brought outside of the scrotum to cycle under visual observation, but it remained collapsed. The pump was disconnected, and the procedure was completed with a second pump. The sling remains implanted. No patient complications were reported.

Manufacturer narrative:
This report is for the same event as manufacturer report: (B)(4).

Manufacturer narrative:
This report is for the same event as manufacturer report: (B)(4). Correction to field a2 age at time of event and unit of measure - age years: updated from none to 69 years. Investigation summary: laboratory analysis did not confirm the reported clinical observations of mechanical issues during implant. Boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device history record (DHR) review: the DHR confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this aus ms (momentary squeeze) pump was thoroughly analyzed. The pump was visually inspected, microscopically examined, leak and functionally tested; all tests were passed. Product analysis did not confirm the reported mechanical and activation issues. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use. Investigation conclusion: an overall evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an existing sling implanted was brought to the operating room to implant this artificial urinary sphincter (aus). Once final connections were made, a routine cycle was attempted; it was noted that the aus did not cycle. When the physician tried to cycle the pump, it stayed compressed with no fluid movement. The pump was brought outside of the scrotum to cycle under visual observation, but it remained collapsed. The pump was disconnected, and the procedure was completed with a second pump. The sling remains implanted. No patient complications were reported.